Event description:
It was reported that the pump had a delayed response, leading the customer to lose trust in its reliability. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional information regarding the outcome of the event was provided.